Manufacturer narrative:
The actual device was tested by the service provider on (B)(6) 2018. The flow rate accuracy was within +/- 5% specification. The pump met all specifications as intended. The reported backflow phenomenon could not be replicated during testing and was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 11/20/2018 and reported that the pump serial #(B)(4) was acting like it was running but was not infusing. The user facility representative also stated that blood was moving backwards from the patient towards the pump. The patient was not injured or harmed. No information was provided for the medication being infused. The device operator was a nurse.